Event description:
It was reported, that during use with bd alaris¿ pump module smartsite¿ infusion set. The line is occluded. 2 of 3 complaints the following information was provided by the initial reporter: it was reported, by customer. That IV tubing malfunction has happened twice, now with this particular lot# 23033318. Machine checks out and we are having no problems with other lot numbers of the same product. Upon review, customer have duplicated the IV tubing bulge/eruption that occurred, this morning. And have determined, that it was due to patient occlusion. The patients PICC line had become blocked. And when the nurse flushed the IV tubing, the pressure had no where to go, but to the weakest part of the tubing. All port sites will cause this bulging, whenever the distal end (patient) of the tubing is blocked (before or after the pump).

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint, that there was fluid blockage could not be verified, due to the product not being returned, for failure investigation. A device history record review for model#: 2420-0500, lot number#: 23033318 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the line is occluded. 2 of 3 complaints. The following information was provided by the initial reporter: it was reported by customer that IV tubing malfunction has happened twice now with this particular lot# 23033318. Machine checks out and we are having no problems with other lot numbers of the same product. Upon review customer have duplicated the IV tubing bulge/eruption that occurred this morning and have determined that it was due to patient occlusion. The patients PICC line had become blocked and when the nurse flushed the IV tubing the pressure had no where to go but to the weakest part of the tubing. All port sites will cause this bulging whenever the distal end (patient) of the tubing is blocked (before or after the pump).